Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has faulty controller board. A field service engineer, replaced the controller board and restarted the unit to test and resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system has failed drawer.the customer stated that the issue caused a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.